Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of damaged leaking airbag could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review was performed and there was not raised any other customer complaint against the reported lot number. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated in the report that a 76-year-old male patient born on (B)(6) 1949 underwent surgery using a tracheostomy tube and its accessories. During the procedure, the doctor found that the airbag was damaged and leaking air, and it was immediately replaced.